Event description:
It was reported that there was no fluid flow through a small volume folfusor. During the administration of fluorouracil, it was observed that there was no fluid flow out of the device. The device was disconnected and placed into a container for sample collection; however, it was observed that the device was leaking from an unspecified location. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11 h4: the lot was manufactured between march 29, 2024 - april 2, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the folfusor device contained fluid inside the bladder which suggested a possible flow issue may have occurred. The reported issue of a leak was not observed in the returned photograph. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.